Event description:
Customer states he is not able to remove the reservoir from the reservoir compartment. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
It was reported that the customer's blood glucose was normal and that the customer was in good health.